Event description:
It was reported that while placing a bravo ph monitor the capsule would not deploy from the delivery system. The capsule remained on the delivery system after removal from the pt. No injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action-failure to detach, physician communication.